Event description:
Customer reported the monitor did not issue an audible alarm. The responsible physician was in front of the central station and observed a bradycardy with a subsequent ECG flat line. The patient was resuscitated. Ge healthcare's investigation into the reported occurrences is still ongoing. A follow-up report will be issued when the investigation has been completed.

Manufacturer narrative:
Under other countries law, pt information is considered confidential and will not be released by the hospital.